Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the patient faced an insulin flow blockage last week which led to high blood glucose level. Therefore, on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level of 975 mg/dl. During hospitalization, the patient received insulin drip intravenously as corrective treatment. Further, the patient stayed for five days in the hospital. At the time of this report, the patient's blood glucose level was 304 mg/dl no further information was available.